Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device wasn't returned in any original packaging. The t1, t2, and suture are off the needle. The t1 and t2 were returned with the tightened knot. The tail of the suture has been cut away. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation was performed on the returned device and found the device cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscal repair, after t1 was deployed, the t2 implant of the fast-fix 360 was deployed prematurely through the meniscus. The ts were removed from the meniscus with tweezers. The procedure was completed with non-significant delay using a s+n back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).